Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day the patient was treated with vancomycin (1gm per 2 liters, frequency and route not reported) and fortum (1 gm per 2 liters, frequency and route not reported) for peritonitis. It is unknown if the patient required hospitalization. The cause of the peritonitis was unknown. At the time of this report, the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.